Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows:  medical device lot #: 1706238p, medical device expiration date: 2022-05-31, device manufacture date: 06/22/2017. Medical device lot #: 1707260, medical device expiration date: 06/30/2022, device manufacture date: 07/24/2017. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿ 50 ml concentric luer lock syringe when aspirating the erbitux solution with a syringe black particles appeared in the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: it has been received 1 used sample without blister and 3 pictures. On visual inspection of the sample and 3 pictures received it can be observed two particles floating inside the syringe with the drug. Ten retained samples of lot 1707260 and 10 of lot 1706238p are evaluated. On visual inspection of these 20 retained samples, no foreign matter can be observed in any of them. DHR of lots 1707260 and 1706238p has been reviewed not finding any annotation or deviation regarding the alleged defect. The black particles are extracted from the syringe and on inspection at 10x it can be observed they are made of a mix of polypropylene fibers (the black ones dirty), silicone and dirt. Polypropylene fibers and silicone comes from syringe components. Polypropylene fibers and silicone comes from syringe components.